Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the cartridge in use was damaged. Additionally, an occlusion alarm occurred. The customer's blood glucose level ranged from 70-109 mg/dl. Reportedly, the customer completed supply changes to resolve the issues.